Event description:
Follow up reported "everything checked out fine." Nor further information was reported.

Event description:
It was reported the patient had a fractured lead and stimulation was not in the right spot. The lead was replaced.

Manufacturer narrative:
Product ID 3095-10, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type extension; product ID 3093-28, lot# *s00330789, serial# implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type lead; product ID 3031a, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type programmer. (B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# *s00330789, implanted: 2006 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3031a, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
It was later reported that the patient's battery and leads were replaced.